Event description:
It was reported an infection was present at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 where the entire system was explanted. Patient was placed on antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.